Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 676714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included libido decreased, anxiety, candida vaginal, menopausal symptoms and hypotestosteronism. Previously administered products included for an unreported indication: oral contraceptive. Concomitant products included bupropion hydrochloride (wellbutrin) since 2011, escitalopram oxalate (lexapro) since 2011, hydrocortisone since 2010, ibuprofen since 2010, naproxen (motrin) since 2010, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) since 2010 and sulfamethoxazole;trimethoprim (bactrim). In (B)(6) 2010, the patient had essure inserted. In may 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy reactions"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In august 2010, the patient experienced bladder disorder ("bladder problems") and urinary tract infection ("uti"). In 2011, the patient experienced headache ("headaches"), bipolar disorder ("bi-polar") and depression ("depression"). In 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dermatitis allergic ("rash/skin condition/constant rashes due to nickel allergy reactions"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), migraine ("migraines"), post procedural infection ("post hysterectomy infection"), abscess ("abcess") and haematoma ("hematoma") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, allergy to metals, dermatitis allergic, bladder disorder, cystitis, urinary tract infection, vaginal infection, fatigue, alopecia, hormone level abnormal, headache, vaginal haemorrhage, bipolar disorder, depression, migraine, post procedural infection, abscess and haematoma outcome was unknown. The reporter considered abdominal pain, abscess, allergy to metals, alopecia, bipolar disorder, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haematoma, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, post procedural infection, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),apareunia, pelvic, abdominal, bleeding: menorrhagia (heavy menstrual bleeding), allergy: nickel diag. Post-essure, rash/skin condition, bladder problems, bladder infection, uti, vaginal infection discrepancy noted in essure insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram on an unknown date: total bilateral occlusion. Imaging procedure on an unknown date: bilateral occlusion. Confirmation test not specified. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: headache, migraine and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received: case upgraded to serious incident event added- post hysterectomy infection, abcess, hematomia. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.